Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the leak was attributed to the collar wash vacuum valve. The fse replaced the valve which resolved the issue. The failure mode is the collar wash vacuum valve (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer cartridge chemistry (cc) sample collar wash was leaking fluid. The customer stated the issue started the previous day when ammonia quality control (qc) was out of acceptable range. The volume of the leak was less than 0.5 ml and was contained within the instrument. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.